Event description:
It was reported that the pump battery was depleting quickly which resulted in the pump shutting down. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. The customer continued to use the pump for insulin therapy. A correction bolus was delivered to address bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.